Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the sipap, it is displaying a flat line graph in biphasic mode and the alarm had a delay for 15 seconds. There was no information if this ventilator was on a patient when the problem occurred, it is currently unknown.